Manufacturer narrative:
The returned lead and the included cardiologic records were thoroughly analyzed. The complaint about two vf detections due to noise artifacts can be con firmed based on the iegms. The visual analysis showed signs of abrasion at several sites along the lead. In the distal section, the insulation was damaged due to fraying. This damage can with high probability be regarded as the cause for the observed artifacts.the position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information about the positional relationships of the implanted system in the body were not available for analysis.there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 16 months, oversensing was reported via home monitoring. During the subsequent follow-up in the outpatient clinic, the measurement vales were all within normal range. The noise in the rv channel could be reproduced by moving the lead. The lead was then exchanged and returned to biotronik for analysis. No worsening of the patient's state of health was reported.